Manufacturer narrative:
Additional information added 17jul2017 to: adverse event or product problem; relevant tests/laboratory data, including dates- riba and pcr confirmatory testing for 34 donor samples.

Manufacturer narrative:
Evaluation of complaint data for the architect anti-hcv, list number 6c27, lot 68382li00 determined that there is normal activity and no trends for the reported issue for the product. Sensitivity testing was performed with a retained kit of lot number 68386li00 (which contains the same bulk material as lot 68382li00), and two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 68386li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not affected. Historical performance of lot 68382li00 was reviewed using world wide data from abbott link. The reactive rate for the architect anti-hcv assay compared the results to the established baselines and the rates were within the established limits. A review of manufacturing records did not identify any issues associated with the customer's issue. A review of labeling concluded that the issue is sufficiently addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Patient identifier =(B)(6).

Event description:
The customer reported (B)(6) architect (B)(6) results on two patients. The results were: (B)(6) architect=0.06 / 0.06 / 0.05(<1.00s/co = (B)(6))/ advia = 3.31 / 4.87 / 3.15 -(B)(6); (B)(6) architect = 0.12 / 0.14 / 0.11; advia = 1.11 / 1.19=(B)(4). There was no additional patient information provided.